Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
At customer site, the transfer rotational linkage on x-ray link arm assembly broke causing x-ray detector to fall. There were no reported injuries.